Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for squamous cells, rare inflammatory cells, and keratinous debris. The issue was found upon receipt of device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory case.

Manufacturer narrative:
Updated fields: d9, h6. This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. This case does not appear related to microorganisms¿ contamination or infection. No positive hygiene microbiological investigation report from the customer was provided. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.